Event description:
The patient reported with hyperglycemia and was being treated by the corrections via pump on (b)(6)2026.

Manufacturer narrative:
E1:Patient Country: EgyptName- (b)(6) Based on the available information, this event is deemed to be a serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.